Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va06evy, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient was told by her healthcare provider (hcp) 2 weeks prior to the report date that she ¿broke 2 of her leads.¿ it was stated that about a month prior, the patient turned sideways to get something and something in her lower back ¿popped.¿ after that occasion, the patient noted a return of symptoms and symptoms of a cerebrospinal fluid (csf) leak. It was reviewed that the hcp might have meant two of the patient¿s electrodes were broken. The patient then went on to say that she had 3 leads and 2 were broken. It was then stated that some reprogramming was performed at the appointment 2 weeks ago, but the patient did not receive any relief. It was noted from a secondary reporter that the patient had 2 devices.